Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Product information for use precautions & observations section states: do not use the <- 45ml white inflation port to irrigate. If obstruction of the catheter is due to solid stool, use of the device should be discontinued. Clinicians should take extra care to use the blue irrigation/ medication port only when irrigating and delivering medication. Do not irrigate or administer medication through the white inflation port (marked <-45ml). No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/ event details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse educator reporting that the retention balloon of the device had been filled with over 700cc of fluid while in use. Reporter stated "a nurse in an intensive care unit over flow unit had used an infusion pump to infuse lactulose (dose and indication undisclosed) into the balloon inflation port of the fecal management system and filled the retention balloon with over 700cc of fluid. The patient experienced discomfort and active bleeding." Reporter also stated that "the staff could not fully attribute the bleeding to the issue of the over filled balloon; because the patient was on blood thinners and had other medical issues." No further information was provided.